Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event. 2020-06-15 - it was further reported high thresholds and high impedance were noted on the rv lead and a temporary pacing wire was used during the laser extraction. 2020-06-24: it was further reported that right atrial (ra) lead had formed adhesions to rv lead; therefore, the ra lead was also removed in order to get the rv lead out. The ra and rv leads were both replaced.